Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a taxus liberte device was returned to the complaint investigation site (cis). A visual examination of the crimped stent found that the stent was stretched and damaged along its length. In addition, the stent was kinked at 5 mm from the distal end of the stent. This type of damage is consistent with the stent encountering resistance during advancement. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken at 155 mm from the midshaft/hypotube bond. The proximal section of broken hypotube (including the catheter strain relief and hub) were not returned or analysis. The hypotube was also kinked at several locations along its length, with one severe kink at 28 mm from the break in the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 11-march-2016. A taxus liberte stent was received with no reported device issue. However, returned device analysis revealed stent damage and hypotube break.

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on device analysis completed on 11-march-2016. A taxus liberte stent was received with no reported device issue. However, returned device analysis revealed stent damage and hypotube break.